Event description:
The user facility reported a 69-year-old male patient who was in septic shock and developed bacteremia. Due to futility of care and lack of clinical improvement, there was a plan to withdraw care. Infectious disease specialists indicated the bacteremia was not survivable. No additional information regarding patient outcome or timing of care withdrawal was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The device was not returned for evaluation. (Sepsis): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical review: (B)(6) 2025: impella 5.5 was implanted via right axillary/subclavian (B)(6) 2025: patient in septic shock, developed bacteremia. (B)(6) 2025: withdrew care.